Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture (baker grade iii)" and "exposed implant" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture (baker grade iii)" and "exposed implant".

Event description:
Healthcare professional reported "capsular contracture (baker grade iii)" and "exposed implant" against left device. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the anterior, creases flat, wear abrasion and weight to the spec . A microscopic analysis was performed which identify four striated opening in the anterior. Based on the device analysis the final assessment is: four opening striated in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and "exposed implant" against left device. The device was explanted.